Event description:
It was reported that during a gastric bypass procedure, the device cut and stapled but the staples were malformed. Sutures and another device were used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.